Event description:
A customer reported experiencing a cartridge alarm 30 during the insulin pump load process. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was informed that a pump with updated software would be sent, with training available in their source account, and they acknowledged this information. The customer does not currently have a backup insulin delivery method and plans to contact their healthcare provider for further assistance. The customer will follow up to provide the necessary shipping address for the replacement pump.